Event description:
Customer's wife reports back to back comparison of meter to lab while using the complete sys with results of 237 mg/dl on the meter and 67 mg/dl at the lab. No controls were run. Customer's wife reports customer was given apple juice and admitted to the hosp for 3 days. Treatment rec'd was not provided. A request was made for return of the suspect prod and a replacement was sent.